Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that yesterday the patient's dbs wasn't working very well. Patient stated they usually check their dbs monthly but it had been 2 months since they checked the implant. Patient (pt) stated they had their external equipment with them but didn't change settings to their knowledge. Pt has not had an appointment with their healthcare provider (hcp) since their unrelated surgery and now has a new hcp they have not yet seen. Pt stated the settings on their right side were at 3.8v and had dropped to 3.4v on their own. The group the pt was on, group b, hadn't changed. Pt increased stimulation back to 3.8 v and pt checked the other implant that was on group c and that had dropped from 3v to 2v. Pt increased settings back to where they were. Ptclarified the groups the implants were on didn't change but the stimulation settings changed on their own. Patient services (pss) consulted with technical services (ts) and ts said this was not possible. Pt said they had been in their dbs therapy app and said they had seen the revert therapy option. Pss clarified when this is pressed it reverts pt back to original settings clinician programmed for the pt. Pt said they didn't press this option to their knowledge but agreed this couldn't be ruled out. The circumstances that led to the reported issue were asked but unknown. No symptoms were reported.